Event description:
The customer reported the device keeps resetting and beeps in ac mode. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device keeps resetting and beeps in ac mode. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. Multiple parts were replaced to resolve the reported issue. We are unable to determine a cause because multiple parts were replaced.